Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician removed the right atrial (ra) lead in order to inspect the helix, and noted that the helix was deformed. It took over 40 turns to extend the helix. As a result, the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.